Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the cartridge septum, resulting in the customer experiencing an elevated blood glucose level displayed as "high"; although specific value was not provided. The customer delivered a correction bolus via pump to address bg. Reportedly, the customer loaded a new cartridge to address the issue.